Manufacturer narrative:
Medical device lot #: 20105511 was reported but is not valid for this product. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false negative result. Pcr was used for confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: how was it determined to be discrepant provide detail. Neg covid is confirmed using pcr. Comparison to another method? Pcr. Both samples collected at same time. Covid (256082) over half. Multiple kit lot numbers. Confirming with pcr. Neg rapid, send out pcr and comes out pos. Customer problem: customer states they are receiving multiple false neg covid results.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleged ¿false negative¿ using kit rapid detection of sars-cov-2 veritor (material # 256082), the batch number 20105511. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. The bhr review was completed for this batch with no issues identified. The retain testing was not conducted however the customer sample was tested with no issues identified. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false negative result. Pcr was used for confirmatory testing. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: how was it determined to be discrepant? Provide detail. Neg covid is confirmed using pcr. Comparison to another method? Pcr. Both samples collected at same time. Covid (256082) over half. Multiple kit lot numbers. Confirming with pcr. Neg rapid, send out pcr and comes out pos. Customer problem: customer states they are receiving multiple false neg covid results.